Event description:
Reportedly, whle using the device, it broke apart causing a transection of the lung tissue. Repair was made to the lung tissue. Additional information obtained from risk management: the initial firing of instrument was correct. Upon reloading the instrument jammed and the surgeon fired again. Staples came out into the patient. The procedure was coverted to an open due to the staples falling into the cavity. The surgeon removed the staples and a small metal piece. Procedure: diagnostic bronchoscopy with "bronchoalvelor" lavage, r chest thoracoscopy & thoracotomy with wedge resection of r middle lobe nodule.